Manufacturer narrative:
Follow-up #1: date of submission 0512/2016. Device evaluation: the device has been returned and evaluated by product analysis on 04/26/2016 with the following findings: the keypad cover was intact and all keypad buttons responded normally to button presses. The keypad cover was removed and no defects were found to the button contacts. The complaint could not be confirmed or duplicated on investigation. Unrelated to the complaint, investigation revealed the following: there was moisture observed in the display lens; leak testing revealed leaks due to cracks in the pump casing; the display screen was dim and discolored; internal moisture was found inside the pump on multiple internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. Reportedly, all the keypad buttons were under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.